Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 08-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had fallopian tube perforation during insertion. An internal examination showed migration of implant. Around 4,5 years after essure insertion, she had both fallopian tubes and essure devices removed. Fallopian tube perforation is listed in the reference safety information for essure. Although the exact date and mechanism are unknown, considering that essure may move along fallopian tubes, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 14-mar-2016 and forwarded to bayer on 04-aug-2016. Consumer's medical history included nickel allergy. On (B)(6) 2011 the consumer had essure (fallopian tube occlusion insert) inserted. It took 20 minutes to insert essure. Fallopian tube perforation occurred as a complication during insertion. Consumer experienced increase or heavy blood loss during menstruation, pain during menstruation, pelvic pain, hip pain/ knees pain, leg pain, abdomen pain, lower back pain, loss of libido, tiredness, vaginal secretion, menopause complaints, excessive sweating, and she was feeling the implant. The influence of essure in daily life included work-related problems and relation and/or family problems. She contacted a doctor and visited a gynecologist. A blood test was performed and no result was provided. She also reported an internal examination which showed migration of implant. Treatment included excochleation. Two fallopian tubes and essure was removed on (B)(6) 2016. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had fallopian tube perforation during insertion. An internal examination showed migration of implant. Around 4,5 years after essure insertion, she had both fallopian tubes and essure devices removed. Fallopian tube perforation is listed in the reference safety information for essure. Although the exact date and mechanism are unknown, considering that essure may move along fallopian tubes, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.